Event description:
This report is being filed as a result of changes to our MDR eval process that were prompted by an FDA inspection. Complete procedural details are unk. (B)(6) started a tpe procedure, she noticed right away that the plasma was very red, she increased the hct 3 times and no change, she discontinued the procedure 14 minutes after. She set up for the second procedure and used the same bag of albumin 5% prepared by the pharmacist. She called the support line, because she noticed right away, that the plasma was red again. Caridianbct support specialist did asked her to pause the machine and to check if she could see some separation in the channel. She told me that was no separation in the channel, it was red cells and plasma very red, I had her read to me the label in the replacement bag, and she said that it did not state how it was prepared by the pharmacy.

Manufacturer narrative:
(B)(4). Pt diagnosis myasthenia gravis. The operator was monitoring both procedures closely and took appropriate actions early in the procedure, including calling caridianbct help desk for support. Procedure canceled per md orders. Pt vital signs were normal and the doctor ordered some labs right away. There was approx 100 mls of plasma in the removed bag. The md did not show any concerns about the lab results. We discussed the pharmacist's preparation of the replacement fluid bag was inadequate. Pharmacy tech performed the dilution and failed to record several bits of info on the bag label. The machine was used subsequently to this event with no issues. The customer indicated that they did not need a service call.